Event description:
It was reported that a surgeon implanting an osm ipg experienced a delay during the surgical procedure due to "...issues when plugging atrial port - even trying multiple times by unscrewing the set screws." He reportedly experienced difficulty with both leads and stated the leads didn't feel "all the way in." This ipg was therefore not implanted, and a new osm ipg was selected and implanted instead without incident. The attempted device is expected to be returned to impulse dynamics USA, inc. In (B)(6), new jersey for evaluation.